Event description:
A 34mm amplatzer septal occluder (aso) was implanted in a patient who had an atrial septal defect (asd) located on the anterior-superior aspect. The asd measured 15 x 27mm using trans-esophageal echocardiography, 35mm using balloon-sizing and 32mm using ultrasound. The aso was implanted successfully without evidence of a residual shunt. Three weeks post-implant, the patient returned to the hospital feeling ill. Doppler imaging revealed fluid in the pericardium resulting in cardiac tamponade. The patient was admitted for emergent surgery. A hole in the left atrium was observed so the aso was explanted and a single suture was used to repair the defect. The physician suspected that the patient's anatomy (steep angle of atrial ceiling adjacent to the aorta, insufficient rims) contributed to the lesion caused by the aso.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.